Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for investigation, as the complaint was identified in journal article and the patient has not been revised. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Shishidoa, t., tateiwa, t. Takahahis, yasuhito, masaoka, t., ishida, t., yamamoto, k.; (2018). Effect of stem alignment on long-term outcomes of total hip arthroplasty. Journal of orthopaedics, volume 15, issue 1, pages 134-137. Https://doi.org/10.1016/j.jor.2018.01.008.

Event description:
It was reported in a journal article that acetabular osteolytic lesions were noted in acetabular zones I-iii; the prevalences were 35, 30, and 9% of 69 hips, respectively. No intervention or treatment was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.